Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt had not had their ins active for years and the ins battery needed to be replaced probably around 2018 or so. Pt noted the ins was originally put in 2005 and after 5 years pt got knee replacement surgery and so in 2015 they got a new ins and that lasted 5 years (ps understood the caller was confused about implant dates). Caller was inquiring if the pt was eligible for an MRI since there was a problem in the lower spine and hip. An email was sent to the repair department to replace the device. Ps reviewed MRI guidelines. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was caller stated the patient needs an MRI of the brain and is requesting a replacement programmer in order to show MRI eligibility. Caller stated their programmer stopped working about 5 years ago and the implant depleted at that time. Caller reported when they tried to change the settings for the implant, the programmer would not respond. Agent reviewed that the programmer is unable to communicate with the implant since the implant is depleted and a replacement programmer would have the same issue. Pt rep called back stating the MRI facility will not scan pt due to pt not being able to turn ins off. Caller repeated that the ins has been "dead" for 5 years. Pss reviewed information relating to MRI guidelines and instructed pt to follow up with pt's hcp to determine MRI eligibility. The patient was redirected to their healthcare provider to further discuss the depleted implant and MRI process.